Event description:
Event description guidant received information that this patient was not feeling well and was on his way to the emergency room when he received a shock from his device. Upon device interrogation, this cardiac resynchronization therapy defibrillator (crt-d) displayed a red screen - indicating the device had reverted to safety mode. An x-ray was also noted to have been performed.